Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the user experienced resistance when filling a cartridge. The user successfully filled a new cartridge with the same needle/syringe. The user's blood glucose level was 132 mg/dl.